Event description:
The customer reported that the system displayed a communications failure. A reboot cleared the problem.

Manufacturer narrative:
(B) (4). The system locked up on the prior day and is now operating as intended since it was rebooted. The ge service rep was unable to duplicate the problem. He downloaded the tar files and sent it in for review. The tar files showed no lockups. The system has been tested/inspected and is operating as intended.